Manufacturer narrative:
Concomitant product: introcan IV catheter, therapy date unk. Gtin number for item: mp9238-c, lot: 17016550 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported during infusions of either lactated ringers, pitocin, or magnesium leaking was noted at the y port of the maxplus extension set. The events are occurring in labor and delivery and or antepartum. There is no report of patient harm.

Manufacturer narrative:
The customer's report of a leak at the y port was confirmed. Visual inspection showed no obvious damages around the engagements of the tubing to the 3-way y-connector or other components. Further inspection of the 3-way connector was performed by dissecting/cross-sectioning the component; it was observed that the leaking component¿s port was not completely round and there were gaps between the tubing and port when the cross-sectioned component was squeezed. Functional testing resulted in no leaking. Pressure testing confirmed leaking. The tubing¿s outer diameter was measured along three separate areas and the results were within the tubing¿s outer diameter dimensional specification. The set¿s tubing engagements were slightly tugged with no observation of any separations. The root cause was identified as insufficient solvent being applied at the engagement of the tubing along with the observed non-roundness of the port causing an improper tube bonding.